Event description:
It was reported that the patient had been given general anesthesia prior to a water vapor therapy procedure. During preparation for the procedure. Error 455 (saline pump self-test error) occurred. The unit was turned off and then on again, but the error did not resolve. The procedure was then cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Upon receipt of this generator, this device was thoroughly analyzed. Analysis of the generator was able to replicate error 455 intermittently. The insulation on the wire of the peristatic pump was found to be damaged. The conductors were exposed. The saline pump and wiring harness were replaced. The generator was in overall good physical condition, and it passed full functional and electrical safety testing. Based on analysis results, the reported event was confirmed.

Event description:
It was reported that the patient had been given general anesthesia prior to a water vapor therapy procedure. During preparation for the procedure. Error 455 (saline pump self-test error) occurred. The unit was turned off and then on again, but the error did not resolve. The procedure was then cancelled. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.